Manufacturer narrative:
The device remains implanted and will not be available for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If additional information is received, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately three years post implant of this bioprosthetic valved conduit in a pediatric patient, it was replaced valve-in-valve. No failure mechanism and no adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.